Event description:
The patient was revised due to pain, the tibial component settled into varus with regions of osteolysis under the tray. The tibial component was well fixed with boney ingrowth when removed. The insert and patella had poly wear.